Manufacturer narrative:
The event is considered misuse. Per the IFU, a pre-cut ostomy device should not be cut. Correction - contact office address: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
The end user reported that he experienced bleeding where the stoma met the skin. He stated that it filled his pouch to one-third full of blood but unable to state if it was bright red or not. He went to the emergency because he became dizzy. His usual wear time was two to three days and did not change. He further stated that the health professional cauterized it at the emergency. He cleaned his skin with warm water and also cut the precut starter hole to oval shape for his stoma shape. He discontinued the use of company product and went back to using product of another brand. After using switching to another product the issue resolved. No photo is available at this time.